Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
Prior to case, the scrub tech found that the 25mm drill bit did not fit tight in the drill handle and that the drill bit wobbled in the drill handle.

Manufacturer narrative:
Examination of the returned device does not confirm the report. A mating bit was inserted into the device and locked properly. There was no noticable wobble when the device was functionally tested. It should be noted however that the device appears to have been heavily used since its release to distribution in 2014. The hudson end as wear/drag marks on the flats. The handle body is scratched and the finish is dinged in more than five places. No product problem has been identified although the device is worn from normal, heavy use. Corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.